Event description:
It was reported the customer was unable to exit from the fill tubing sequence. Customer was unable to exit from the preparing to prime loop. Customer's blood glucose was unknown. The mother stated numbers appeared on the screen and a second series of beep were heard during troubleshooting. It was also found the customer had several cracks near the drive support cap. The mother stated the drive support cap was recessed. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Pump received with detached end cap, minor scratched display window, cracked display window, cracked case at display window corners, cracked reservoir tube lip. Unable to verify prime anomaly due to detached endcap.